Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the returned device indicated a loose/detached setscrew and a set screw with a rounded socket. The analyst noted that the wrench would not engage the rounded setscrew and the rounded socket had foreign material embedded in it.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), the setscrew was stripped. It was noted that the screw would not engage and could not be removed from the device header. The ipg was removed and an alternative device was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.